Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) not lighting up, requiring user to use passwords for witness authentication. A field service engineer (fse) confirmed that the station was rebooted the station, restoring bio ID functionality. When the fse arrived on-site, the bio ID was solid blue and hot to the touch and the universal serial bus (usb) cable had been reseated and the station rebooted. The bio ID device was replaced and the verification confirmed that the bio ID was not listed on the previous hot bio ID list. The fse was unable to authenticate to hardware test application (hta), but the user successfully logged in without issues. Blue and hot to the touch. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, bio-ID experienced overheating and required replacement. There were no adverse events or injuries reported based on this event.